Event description:
High svc coil impedance warning triggered on (B)(6) 2023 at > 200 ohms. Current impedance measurement > 200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).